Event description:
Customer reported diminished battery life. There was no adverse impact on the customer's blood glucose level. The patient elected to continue using the current device, and no further follow-up was necessary. Logs required to calculate the battery depletion percentage were not uploaded; hence, the cts task team decided to close the case.